Event description:
It was reported that a patient presented remotely via merlin.net. Examination of the transmission revealed over-sensing of noise on the right ventricular (rv) lead, leading to pacing inhibition. The patient experienced episodes of dizziness due to this malfunction. Corrective programming changes were made until the lead could be replaced. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During electrical testing the lead was shorting due to procedural damage at the middle region of the lead. X-ray examination did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion breaching the nonfunctional cable lumen at 8.8cm to 11.1cm and 23.0cm to 24.1cm from the distal tip. In one location the etfe cable coating of one nonfunctional cable was abraded while in the other location the etfe cable coating was not abraded.